Event description:
It was reported that the user experienced prolonged hyperglycemia after the luer connector was found unscrewed and the caregiver was subsequently unable to reattach a new connector during a supply change, resulting in the device being off therapy and necessitating backup insulin via subcutaneous pen until reconnection. Symptoms included nausea and elevated blood glucose up to 400 mg/dl for over three hours. Outcomes included temporary interruption of automated insulin delivery and recovery to 190 mg/dl after intervention and reconnection to the ilet. Investigation included troubleshooting with the caregiver and replacement supplies. Investigation of this case revealed a connection difficulty at the luer interface and user handling challenges requiring tools to complete attachment. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.